Event description:
It was reported that the pt attended the clinic in late 2007, for a check-up, as he had no benefit from his ci system. Testing showed that 6 of the electrode channels had hi impedance. There is no report of the pt falling or receiving a blow to the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.